Manufacturer narrative:
(B)(4). Clinger, b. N., helmig, k. C., plaster, s., yaw, k. (12 jan 2022). Rotating hinge distal femur replacement: a turn for the worse. Federal practitioner. 39 (1), 28-31. Https://doi.org/10.12788/fp.0212. Concomitant medical products: medical devices: unknown orthopedic salvage system femoral component catalog #: ni, lot #: ni. Unknown orthopedic salvage system lock pin catalog #: ni, lot #: ni. Unknown orthopedic salvage system axle catalog #: ni, lot #: ni. Unknown orthopedic salvage system femoral bushings catalog #: ni, lot #: ni. Unknown orthopedic salvage system tibial bearing catalog #: ni, lot #: ni. Unknown orthopedic salvage system yoke catalog #: ni, lot #: ni. Unknown orthopedic salvage system tibial bushing catalog #: ni, lot #: ni. Unknown orthopedic salvage system tibial component catalog #: ni ,lot #: ni. Unknown orthopedic salvage system tibial stem catalog #: ni, lot #: ni. Correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-01004. Insufficient information.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision six (6) days post-operatively to address pain, limited flexion and rotation of the femoral component after the patient had kicked the leg onto a chair to elevate it the day prior. During the initial procedure, the stem was noted to have good interference fit after insertion and was stable throughout knee range of motion and varus/valgus stress testing. The patient did well with mobilization while in the hospital post-operatively and was discharged without any reported complications. During the revision, the femoral stem was found to be loose and rotating 180 degrees. No failure or dislocation of the tibial or rotating hinge components were identified. The femoral components were removed and replaced without complication. Since the revision, the patient is doing well clinically with no pain, functional range of motion and has resumed regular activities. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - stem. Visual examination of a picture provided showed the femoral implants appeared to be rotated, however, visual evaluation was limited. Review of x-rays provided demonstrated abnormal rotation of the femoral component. The bone quality appeared normal and no other obvious component failure or fracture could be identified. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.